Manufacturer narrative:
Product analysis - damage to the bearing and deformation of the handle screw thread were confirmed . If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a flex arm. It was reported that bearing part was damaged.  There was no patient symptoms reported.. There were no further complications reported regarding the event.